Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the reported event was confirmed. The triathlon cr trial fractured into two pieces. A portion of the distal rails also fractured. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Conclusions: the reported device is under the scope of nc. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
The 3x9mm cr insert partially got touched by the saw. The 3x11mm cr insert broke when dr. Hit with mallet.

Event description:
The 3x9mm cr insert partially got touched by the saw. The 3x11mm cr insert broke when dr. Hit with mallet.